Event description:
(B)(4). Heavy bleeding, clotting during cycles. Very painful cramps before and during cycles. Prolonged bleeding, extra cycles. Spotting. Sharp stabbing vaginal pains, painful ovulation. Adenomyosis, fibroids, mood swings, hair loss. Recurring bacterial vaginosis, uti's. Insomnia, teeth issues, heartburn, extreme fatigue, depression, forgetfulness, brain fog, hair growth. Metallic taste in mouth, loss of libido, painful sex, tingling sensations, numbness, easy to cry, easily angered, painful joints. Extremely low iron/anemia, vitamin d deficient.